Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site went to perform the monthly calibrations and when she turned the system on it would not complete initialization. During the initialization phase, the top bar had a red 'x' and stated that a motion calibration was required. The site attempted to complete the motion calibration by pressing the m button and door open. The system would tilt to each side, but then it never extended out.the site attempted to extend the gantry up and out and then restart the motion calibration, but the same thing occurred. They then tried to use the door open override (yellow button) and it would not open the door. They stated they had successfully completed a motion calibration in the past, but today could not get the system to complete it. There was no patient involvement.

Manufacturer narrative:
A110201 - coded for the system not completing initialization a05 - coded for the system never extending out a1102 - coded for the "motion calibration required" error message a150204 - coded for not being able to open the door medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000085, serial/lot #: w1502090312 rev. 8 and product ID: bi70000017, serial/lot #: w1502190262 rev. 8 h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The door winch, tractor motor, and hardware related to it was replaced. The system then performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the slide door cable and rotor tractor were returned for analysis. Functional testing determined that both components were damaged causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID - bi71000085, lot number: unknown product ID - bi71000720, lot number: unknown product ID - bi71000017, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.